Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The site declined an imaging system checkout. Troubleshooting found that the reported issue resolved after home was re-initiated. No parts were replaced. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system's gantry was unable to open from the closed position. While troublshooting, they restarted the image acquisition system (ias) and received a message that they had to re-initiate home. After this was performed, the imaging system functioned as expected. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.